Event description:
In 2001 the account reported a repeat reactive suds hiv-1 result on the pt's parent. Based on the positive result the pt was placed on azt therapy. The account tested the sample on two separate lots of suds hiv-1 (0349 and 0362). Both lots gave reactive results. No further information has been provided on the pt.